Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was ¿not working properly.¿ it was stated that it did not relieve the fluid and the patient had been experiencing nausea and headaches. These issues began in the beginning of (B)(6) 2018.